Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
It was reported that on an unknown date, about 6 months before now, the primary surgery was performed via tka with the insert trial. On (B)(6) 2021, it was confirmed by x-rays that the consist part of the trial insert (balseal) was remained in the joint. The revision surgery is not scheduled because there was no problem about the patient and the patient felt no pain. No further information is available.